Event description:
Additional symptoms leading up to the withdrawal of support included malnutrition, chronic pain, dialysis, and failure to thrive. Patient was admitted for palliative care.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 1 of this document lists bleeding, renal dysfunction, and death as adverse events that may be associated with the use of the hm3 lvas. Section 6 "patient care and management" provides information regarding anticoagulation, including the recommended (international normalized ratio) inr values. A direct correlation between the reported events (gastrointestinal bleeding, renal dysfunction, patient outcome) and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation. The center reported that hm3 lvas, serial number (B)(6) would not be returning for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital for failure to thrive and a gastrointestinal (gi) bleed. A colonoscopy was performed and the patient had five clips placed. The patient was then given palliative care, and heartmate support was withdrawn prior to the patient expiring on (B)(6) 2021. The device operated as intended, and would not be returned for evaluation.